Event description:
The physician was using a complete self expanding (se) peripheral stent for treatment of a lesion in the distal superficial femoral artery (sfa). The lesion exhibited approximately 40% stenosis. The lesion was pre-dilated twice and stent was deployed successfully. Post deployment it was noted that the stent was not fully opposing to the vessel wall. Post dilation was performed. There was no patient injury and no clinical sequelae were reported. Image review: the still image of the deployed stent confirms that the stent conformed to the native shape of the lesion.

Manufacturer narrative:
(B)(4). Results: patient's condition affected effectiveness of device (40% stenosis - images show stent confirmed to the native shape of the lesion), none (device not received for evaluation). Conclusion: device failure/lack of effectiveness related to patient condition (40% stenosis - images show stent confirmed to the native shape of the lesion).